Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for error 80. A check of the diagnostics showed that the mixing pump had failed. Biomed stated that would discuss repair options with management and get back to us on moving forward.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of the diagnostics showed that the mixing pump had failed. Biomed stated that would discuss repair options with management and get back to us on moving forward. Per work order update, device was not returning for repair with no reason given. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for error 80. A check of the diagnostics showed that the mixing pump had failed. Biomed stated that would discuss repair options with management and get back to us on moving forward.